Event description:
It was reported that a surgery was performed for proximal femur fracture. The surgeon was trying to pass a 1.6mm wire using power through the insertion block. The wire broke in two pieces and fragments were retrieved. The wire broke in the block and then cold welded the tip of the wire into the block. Procedure was successfully completed without any surgical delay with a backup insertion block from locking compression plate (lcp) small fragment. Patient status/outcome was reported as fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the product development evaluation shows, the returned devices are stuck together. One partial part # 292.71 is broken and the returned portion is stuck into the proximal guide hole of part # 323.050. The cause of the complaint condition is unknown but it was most likely caused by attempting to insert the wire slightly off axis which required an excessive insertion force. The drawings for the device(s) were reviewed. A visual inspection, complaint history review, drawing review and risk assessment review were performed as part of this investigation. No product design, drawing issues or discrepancies were noted. There are various marks and scratches on the superior surface of the plate but the balance of the instrument is in good condition. The designs are adequate for their intended use and did not contribute to this complaint condition. The complaint condition was most likely caused by excessive force used to insert a k-wire off axis, rather than the design of the instrument but the exact cause cannot be determined. Although the exact cause cannot be determined, this complaint condition is likely a result of method of use and not the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.